Event description:
Two rods, implanted in 2000, broke in patient post-operatively almost 3 months after implantation. Rods were explanted in 2001.

Event description:
Two rods, implanted in 2000, broke in pt post-operatively in 2000 after implantation. Rod was explanted in 2001.